Event description:
The complainant reported that the console was returned for evaluation, and the investigation determined that image quality, hemodynamic measurements, and flow measurements were unchanged compared with prior performance.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H10: related MDR number added: the device in question was originally reported for placement signal not reliable within MDR #1220648-2025-31440. On 2025-04-05, additional information was received, however, accidentally filed under a new MDR report number (1220648-2026-05818). This report serves to notify you of our error and that additional information should have been filed as a supplemental to the original reported MDR. Additionally, there were updates made to the device (d4) serial, lot, and UDI numbers, and MFR date (h4) on 1220648-2026-05818 that were incorrect. This report reflects the corrected updates. Updated information: d4 serial, lot, and UDI numbers updated. H3 updated to yes. H4 device MFR date updated. H6 component code added g02008, g0500701. H6 investigation type added b01. The device has been returned for evaluation. The investigation for the placement signal and controller error alarm has been completed. The placement signal not reliable alarm was due to a failure of the bulb in the optical pressure measurement unit. The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.